Manufacturer narrative:
(B)(4).

Event description:
Five days post implantable neurostimulator implant the patient felt stimulation coverage in the wrong area. The device was reprogrammed multiple times without success. An x-ray was taken. The results were compared with the procedure dictation. The lead had probably moved. The patient was referred to her hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.